Manufacturer narrative:
The two additional proglide devices referenced are filed under separate medwatch report numbers. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a calcified common femoral artery was attempted using a proglide device with a 6f sheath after an interventional myocardial infarction procedure. Reportedly, the suture was not connected when the proglide plunger was removed. Another proglide device was used with the same results. An additional proglide device was used and the lever would not go down to close the proglide foot. Multiple attempts were made to close the foot and eventually the proglide device was removed. A piece of intima was stuck in the foot. A new proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Returned device analysis identified a separated foot. Follow -up with the account revealed that the foot was not separated when the device was removed from the anatomy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported foot retraction issue was not confirmed. Additionally, returned device analysis identified the posterior foot was separated and not returned. Difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The patient effect of vascular injury (tissue damage) is listed in the proglide instructions for use (IFU), as a potential adverse event of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effect is a potential adverse event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d4: lot number, expiration date h4: manufacture date.